Manufacturer narrative:
(B) (4). (B) (4). The device remains in the patient. The lot number was not provided; therefore, a review of the device lot history record could not be performed.

Event description:
Device issue: stent fracture. Adverse event: in-stent restenosis requiring surgical intervention. Onset of adverse event: after the procedure. It was reported that the patient has a history of coronary artery bypass graft (CABG) to the left anterior descending artery (lad) with a left internal mammary artery as the graft. During the CABG, the lad was stented, thus making this vessel extremely tortuous. On (B) (6) 2009, the patient underwent stenting of the extremely tortuous lad with one xience v stent. During a follow-up diagnostic coronary angiogram on (B) (6) 2010, the xience v stent was noted to have restenosed and fractured. The patient was experiencing unstable angina and underwent coronary artery bypass graft surgery at a later unspecified date. The patient tolerated the surgery well and was discharged home. There was no adverse patient sequela. No additional information was provided.